Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the intellivue x3. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Event description:
This report is based on information provided by philips remote customer care personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3, indicating a "speaker malfunction". The device was not in clinical use and no death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue. A philips field service engineer (fse) went on site and confirmed that the speaker assembly needed to be replaced to resolve the issue. Based on the information available and the testing and communication conducted, the cause of the reported problem was a defective speaker assembly. The product malfunction was confirmed; the speaker was faulty. A replacement of the (mx_100/x3 speaker assembly-(B)(4)) resolved the issue. The fse confirmed the device meets the specification for the performed service and was returned to use. The investigation concludes that no further action is required. The device remains at the customer site.